Manufacturer narrative:
Updated section b5: describe event or problem: from the customer was wearing safety glasses at the time of incident to: the customer was not wearing safety glasses at the time of incident. The eyes were cleaned and rinsed with water. There was no eye irritation or uncomfortable and no other treatment provided by the physician. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer states architect wash buffer accidentally splashed into left eye during the adding the consumable to architect i2000sr processing module. The customer was not wearing safety glasses at the time of incident. The eyes were cleaned and rinsed with water. There was no eye irritation or uncomfortable and no other treatment provided by the physician. No impact to operator. There was no patient involvement.

Manufacturer narrative:
A review of complaints found no trends for the complaint issue. There have been no subsequent contacts for splashing occurrence since the reported incident. A review of tracking and trending data did not identify any related trends for the product for the issue. The architect concentrated wash buffer material data safety sheet (msds) section 8, exposure control/personal protection, outlines the requirements for personal protective equipment to be worn on use of this product. This includes but is not limited to eye protection. The customer did not use the required eye protection prior to handling the architect wash buffer. Based on this investigation, neither a malfunction nor a deficiency was identified for the architect wash buffer.

Event description:
The customer states architect wash buffer accidentally splashed into left eye during the adding the consumable to architect i2000sr processing module. The customer was not wearing safety glasses at the time of incident. The eyes were cleaned and rinsed with water. There was no eye irritation or uncomfortable and no other treatment provided by the physician. No impact to operator. There was no patient involvement.

Event description:
The customer states architect wash buffer accidentally splashed into eye during the adding the consumable. The customer was wearing safety glasses at the time of incident. The eyes were cleaned and rinsed with sterile water. There was no eye irritation, redness or itching and no other treatment provided by physician. No impact to operator. There was no patient involvement.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.